Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operative a right ventricle bipolar lead impedance warning was noted. The right ventricular (rv) lead exhibited ventricular tachycardia non-sustained episode with under and over-sensing noted on stored electrogram. The nurse reports this correlates with rv lead revision procedure. The rv lead remains in use. No patient complications have been reported as a result of this event.